Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that while the surgeon was suturing the vaginal cuff during a da vinci si hysterectomy procedure, the mega needle driver instrument insert separated from the tip and fell into the patient. The insert was retrieved and the planned surgical was completed with an instrument of the same type. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the carbide insert broken off the grip tip. The detached insert was also returned and found to be intact, with no signs of cracking. Slight adhesive residue was found on the grip tip surface where the carbide insert was installed.